Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during testing, it was seen that there is a short circuit between electrode channels 5, 6 and 8. Electrode channels 11 and 12 are hi.